Manufacturer narrative:
(B)(4).

Event description:
Territory business manager (tbm) contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, their receiver's display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.